Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had battery & safety disk deteriorated and needs to be replaced as a part of routine replacement. No injuries were reported.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) needed routine replacement of battery and safety disk as it was deteriorated.

Manufacturer narrative:
The complaint record is downgraded (mfg report number.2249723-2024-0005274), as the information provided does not meet the criteria of a complaint per the complaint handling procedure. Hence the record is being cancelled.

Manufacturer narrative:
Updated fields: b4, b5, e1(initial reporter, email, telephone) g3, g6, h2, h11. Corrected fields: e3, h6- health effect ¿ impact codes.

Event description:
It was reported that during routine check, cs100 intra-aortic balloon pump (iabp) had battery & safety disk deteriorated and needs to be replaced as a part of routine replacement. No patient was involved.